Event description:
A merit employee conducted a cer literature search for the esophyx device product family. The study by keihanian et al. (2026) retrospectively procedures performed using the esophyx-z device. One patient developed persistent abdominal pain and was found to have pneumoperitoneum on computed tomography without evidence of an apparent leak. The patient was managed conservatively.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.